Event description:
It was reported that, during cori assisted surgery, there was a bump error message. When the real intelligence tracking camera was connected the screen flipped back to check screen after point probe verification. Switching ethernet cable did not solve the problem. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The real intelligence tracking camera, rob10025, s/n (B)(4) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was completed. The reported problem was confirmed. The camera was connected to a cori system. Upon entering the firmware update screen the system presented with a bump sensor error. Completed accuracy assessment and the bump sensor notification presented at the conclusion of the test. The most likely cause of this event is product mishandling. Refer to the cori surgical system user¿s manual for proper handling. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to cori cleaning and sterilization care for proper handling during the cleaning and disinfection process. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during cori assisted surgery, there was a bump error message. When the real intelligence tracking camera was connected, the screen flipped back to check screen after point probe verification. Switching ethernet cable did not solve the problem. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No other complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.